Manufacturer narrative:
The customer¿s experience with rate flow calibration error on the returned pump module was confirmed during testing and is attributed to wear observed in the vintage pumping mechanism (date code 09/08 september 2008). Rate flow testing performed on the returned pump module found the device under infusing with an error of (B)(4). The returned device was calibrated, however the resulting vpmr was observed out of range. A known good pumping mechanism was installed. The device was calibrated without error and with an acceptable vpmr. The inspection identified signs of wear in the torque finger, primary and secondary pumping fingers, which prevents the mechanism from completely expelling all fluid in the pumping chamber, leading to a slight under infusion condition. The mechanism was determined to be the original installed during manufacturing that is approximately 10 years. There were no rate performance errors or malfunctions observed in the logs. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4).

Event description:
The customer reported that the device had a rate flow calibration error with biomed testing. Bd service performed rate accuracy testing and was unable to calibrate the device. No patient involvement was reported.